Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and image were provided for review. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. Medical device expiry date: 12/2023. Device pending return.

Event description:
It was reported that during a recanalization procedure through the right groin to treat stent stenosis of the left sfa region all the way to the popliteal, the device allegedly was noted to be over heated. The device was allowed to be cooled down and the procedure was continued. It was further reported that the tip of the device was noted to be broken down and a portion of the helix was left inside the patient's body. The portion of the device was attempted to be removed using a snare but could not be achieved as a result the left groin had to be cut opened to recover the device. The procedure was completed using another device. The patient was reported to be in a stable condition.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A physical investigation was performed for the catheter. The helix was broken at 31 cm distal. It can be confirmed that the helix was broken. Therefore, the investigation is confirmed for detachment and inconclusive for overheating of device. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: d4 (expiry date: 12/2023), g3 h11: h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure through the right groin to treat stent stenosis of the left sfa region all the way to the popliteal, the device allegedly was noted to be over heated. The device was allowed to be cooled down and the procedure was continued. It was further reported that the tip of the device was noted to be broken down and a portion of the helix was left inside the patient's body. The portion of the device was attempted to be removed using a snare but could not be achieved as a result the left groin had to be cut opened to recover the device. The procedure was completed using another device. The patient was reported to be in a stable condition.